Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultramini meter is giving an apply sample message. The reporter claimed that in (2008), in the morning, the pt was not able to obtain a blood glucose reading due to the apply sample issue. The reporter indicated that when the pt initially tried to test her blood glucose on the subject meter, she read the code 49 as her reading as "4.9 mmol/l." Per the pt's interpretation of the lfs meter reading of "4.9 mmol/l," the pt reduced her morning insulin to 15 units of "hm insulin" (patient's usual morning dose is 30 units). Sometime after the insulin treatment, the pt reportedly experienced symptoms described as "sweatiness and even passed out for a few seconds." The pt was given orange juice and the symptoms abate soon after. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, and the events leading up ot the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the apply sample message was resolved with training. The customer care advocate corrected the pt's testing technique. This complaint is being reported because the pt claimed that she had symptoms that were suggestive of severe hypoglycemia after she based her treatment on code 49, which was interpreted as "4.9 mmol/l." Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.